Event description:
A cartridge change error was reported by the customer with their pump. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to remove the cartridge, inspect the o-ring, and clean the pump area. Despite these steps and assistance from technical support, the customer was unable to successfully load a new cartridge. The issue was escalated to additional support, and it was determined that the customer needed a loaner pump. Customer service provided guidance on signing the loaner agreement and confirmed the return date for the temporary pump.